Event description:
Patient reported that device may be delivering the wrong amount of insulin, causing them to have low blood glucose. No alerts or errors were generated by the device. Patient self-treated low blood glucose by eating.